Event description:
It was reported the patient's blood glucose levels rose to 689 mg/dl while wearing the pod on the arm. Investigation of pod found damage to the cannula.

Manufacturer narrative:
The pod arrived not deployed, deactivating after the completion of first prime. An internal tear was observed on the soft cannula. Fluid was observed to leak from this tear. The observed cannula tear is independent of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.